Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the patient¿s ipg does not connect to external devices following a MRI scan. Initial troubleshooting was unable to resolve the issue. Next course of action is pending.

Event description:
Analysis of the ipg logs indicates that the ipg is not connecting to external device due to the ipg being in service app mode. As such, further troubleshooting is pending.

Manufacturer narrative:
No devices were returned for evaluation; however, logs and/or assessment reports were received. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.